Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 65 mm diameter abdominal aortic aneurysm. It was reported that the physician stated the device was implanted 5 mm low which caused a type I endoleak as shown on the CT scan. The physician stated the event was related to the device. There was difficulty with imaging which led to the stent graft being implanted 5 mm lower than intended. A 32/32/49 endurant cuff was implanted and the endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).